Event description:
A hospital in another country, reported that the control pcb board of iw952aek cosycot infant warmer was defective. There was an erratic control of the heat setting in the manual mode. No patient consequence was reported.

Manufacturer narrative:
The complaint device is currently undergoing investigation. A follow up report will be provided once we receive the investigation results.